Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the brand-name medication was no longer displaying on the pyxis system. A technical support specialist (tss) dialed into the server after the customer provided the required attachments to review the case. The tss verified that the medication was searchable by brand name on the server and confirmed that the brand name was present. However, for the medication that was not displaying when searched by brand name on the station, it was determined that the brand name had not been updated for that specific medication. Screenshots were provided to the customer, and it was explained that the brand name could be updated in the pharmacy formulary by a pharmacist or pyxis administrator. The case was closed after customer approval. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, brand name medication was no longer displaying on the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.